Manufacturer narrative:
The unit was received with a constant motor error alarm during rewind due to the encoder signal being out of phase. The device was unable to undergo the displacement test. The following cosmetic damage was also noted on the device: cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4).

Event description:
The customer reported via phone call that her insulin pump received a motor error alarm while administering a bolus. The patient's blood glucose at the time of incident was 300 mg/dl. The patient does not recall any significant events leading up to the motor error alarm. The customer states that they are able to rewind the pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.